Manufacturer narrative:
The initial report indicated two different lot numbers: ¿op141919 or op141939¿. Additional information to clarify the specific lot number involved with the report was requested, but was not provided. Op141919: manufacture date: 27-apr-2014. Expiration date: apr-2016. Op141939: manufacture date: 20-jul-2014. Expiration date: jul-2016. Neither product was returned for evaluation; therefore, product evaluation could not be conducted. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the products performing within anticipated rates. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
(B)(4). The event investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient developed an infection after the use of the device. Additional information was requested, but has not been received to date.